Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2014 with the following findings: there was evidence of partially discharged batteries being installed observed in the black box history. A number of those batteries voltage was lower than the low battery warning threshold; therefore, no low battery warnings were emitted prior to the replace battery alarm. The pump powered on with the returned battery cap which was able to fully tighten to the pump. Current draws were within specifications. The original complaint was not duplicated during investigation. There was no evidence of moisture of loose components inside the pump when the case was removed. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the audio bolus button cover had a tear in it, but the button was responsive.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was an issue with the battery life. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.